Event description:
The customer reported that the uninterruptible power supply (ups) that the central nurse's station (cns) is connected to failed and the cns shut down. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the uninterruptible power supply (ups) that the central nurse's station (cns) is connected to failed and the cns shut down. The customer removed the ups from service and replaced it with a ups model that is not nka approved, which could cause liability issues. Technical support (ts) advised the customer to purchase a new ups. There was no patient injury reported.